Event description:
The one touch ultra contributed to the patient's hospitalization as a result of inaccurate meter readings. The reporter stated that the patient's doctor advised the pt that the meter was "bad" and to stop using it. The pt is currently using a competitor's meter and lifescan replaces the meter that it would "probably not be used." The pt last contacted lifescan in january 2005 regarding inaccuracy and that the meter, test strips, and control solution were replaced. It would be helpful to know the following: the patent's "inaccurate" meter readings, if the meter was set up correctly, if the correct testing/cleaning techniques were used, if the patient made any adjustments to his diabetes management based on the meter readings, when and why the patient was hospitalized. It would also be critical to knowl if this inaccuracy complaint was referring to the incidents. Based on the provided information, this complaint is being reported because patient obtained alleged "inaccurate readings" which the reporter alleges contributed to the patient's hospitalization.